Event description:
It was reported that (3) devices were used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the atb45 stapler would not fire and the two tr45b reloads also misfired. Another stapler was used to complete the case. There was no consequence to the pt.